Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.